Manufacturer narrative:
The analyzer 1 na result for sample number 18 in the MDR attachment pt-33033.pdf should be 153, not 152. Additional potassium and chloride results were provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for 20 patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module (analyzer 1) on the night of (B)(6) 2019. The erroneous initial results were reported outside of the laboratory and medical personnel did not believe them. The samples were repeated on an unknown point of care system and the values were much lower. The samples were then repeated on a second c501 analyzer (analyzer 2). Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. No patient was harmed since medical personnel did not believe the results. The na electrode lot number and expiration date were asked for, but not provided. The customer recalibrated the assay after the event occurred. Controls both before and after the event were within range.